Event description:
Return reason: partial block of "pa" lumen. Analysis determined: investigation found that the distal lumen is not occluded but that there is an interlumen leak due to a break in the catheter tubing allowing blood to occlude the distal and inflation lumens. Break origin could not be determined. No mfg defects were observed. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Corrective action taken: the corrective action is that both the frequency and severity of this type of incident will be closely monitored to determine if further corrective action is necessary.